Event description:
Hudson rci breathing circuits -10 mm- of lot # 15079-10007, were found to have cracks in the hard plastic inspiratory humidifier connector. This crack has been observed to cause system test failures, humidifier alarms -low temp- and ventilator alarms -volume and pressure alarms-.